Manufacturer narrative:
D4 primary UDI number has been updated to (B)(4). On 25-jul-2024, the product investigation was completed. It was reported that a patient underwent an atrioventricular (av) node ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pacing lead dislodgement which required replacement and asystole. While the physician was in right atrium and right ventricle ablating the av node, a left bundle pacing lead, that was placed 10 days prior, became dislodged. Ablation was stopped and the procedure was aborted. It was discovered when the physician was burning, the patient went asystolic and the device wasn't capturing. The lead dislodgement was confirmed by fluoroscopy. They were able to start pacing with the ablator and then they had to prep the chest for the addition of another lead and a brand-new pacemaker was implanted. The patient was stable. The patient was kept overnight, and pacemaker was checked the following morning to ensure parameters for new lead implanted were within normal range. The patient has fully recovered. Physician¿s opinion on the cause of this adverse event is that it was procedure related. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed by connecting the device to the carto 3 system, and no issues or errors were observed during the product investigation. A manufacturing record evaluation was performed for the finished device 31283659l number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The physician's opinion on the cause of this adverse event was the procedure. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The catheter instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular (av) node ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pacing lead dislodgement which required replacement and asystole. While the physician was in right atrium and right ventricle ablating the av node, a left bundle pacing lead, that was placed 10 days prior, became dislodged. Ablation was stopped and the procedure was aborted. It was discovered when the physician was burning, the patient went asystolic and the device wasn't capturing. The lead dislodgement was confirmed by fluoroscopy. They were able to start pacing with the ablator and then they had to prep the chest for the addition of another lead and a brand-new pacemaker was implanted. The patient was stable. The patient was kept overnight, and pacemaker was checked the following morning to ensure parameters for new lead implanted were within normal range. The patient has fully recovered. Physician¿s opinion on the cause of this adverse event is that it was procedure related.

Manufacturer narrative:
The product analysis lab received the device for evaluation. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).